Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant products: computer 945nccpu notebook, serial # (B)(4), lot # 205832114, mfg date 4/18/2012, k050798. Extender 945eex901 stimulator, serial # (B)(4), lot # 205843474, mfg date 5/1/2012, k050798. Extender 945eex901 stimulator, serial # (B)(4), lot # 205844153, mfg date 5/1/2012, k050798. Amplifier 945daq916 dig preamplifier, serial # (B)(4), mfg date 5/13/2011, k050798. Amplifier 945daq916 dig preamplifier, serial # (B)(4), mfg date 5/13/2011, k050798. Module 945opm660 patient, serial #(B)(4), mfg date 5/18/2011, k050798 (B)(4). Device code: device operates differently than expected. The returned devices were evaluated: no fault was found, the item tested to specifications. The item was upgraded to current specifications.

Event description:
It was reported the system freezes and requires a hard reset, as well as the ssep stim parameters had changed and stimulation was not being delivered to the patient. The user was not alerted by the machine, but he noticed his signals were not averaging so he began to troubleshoot. He noticed that the patient was no longer twitching from stimulation which led him to believe that no stimulus was being delivered, even though he had a full 4/4 twitches. So, when he started going through all of his parameters, that¿s when he noticed that the settings had been changed without doing anything to them on his end.